Event description:
For prof. (B)(6), the patella selected with the sizing template appeared too large. A remeasurement of the sizing template has obviously resulted in a reversed labeling on the sizing template. [Customer].

Manufacturer narrative:
As a corrective measure, a product inspection is initiated under recall r-2024-06. Furthermore a CAPA was initiated to determine further corrective and preventive action. This is the final supplemental report, the complaint is closed.